Event description:
It is reported that the device was implanted on (B) (6) 2008. Post-op, the patient experienced a greater trochanter fracture. Patient was not revised.

Manufacturer narrative:
Evaluation summary: no product was available for evaluation as it is still implanted. No x-rays were returned for review. Extensive notes were provided from the surgeon. The surgeon reamed the canal to accept a size 16 stem and made a serious effort to lateralize the broach to prevent varus/valgus positional of the stem. Further details as to where the trabecular metal primary stem was implanted as per the surgical technique was not provided. It is possible that the alleged event was caused by selecting a stem that was too large for the femur. Based on the available information a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.